Event description:
Customer reports discrepant meter results compared to lab on (B)(6) 2010: pt 1: inratio: 1.5, lab 2.3. Pt 2: 2.3, 2.1. Pt3: 2.4, 1.9.

Manufacturer narrative:
Investigation pending.